Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, cardiac surgery procedure was performed by the customer when the issue occurred, and the procedure was completed by transferring the patient into another room. The philips engineer received that the system could not emit x-ray. No further information regarding the issue has been provided. No service has been performed by philips since the customer asked third party to repair the system. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.